Event description:
Boston scientific received information that shortly after the implant procedure, this atrial lead exhibited loss of capture due to dislodgement. Critical therapy remained available and the patient did not experience any symptoms. The atrial lead may be revised at a later date. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.